Manufacturer narrative:
The data files and balloon catheter afapro28 with lot number 13961 were returned and analyzed. The files showed that at least seven applications were performed with a non-returned balloon catheter without any issue on the reported date of the event. Visual inspection of the balloon catheter showed blood inside the balloons. Smart chip verification indicated the balloon catheter was used for five injections. The balloon catheter failed the performance test due to a system notice 50005, 'the safety system detected fluid in the catheter and stopped the injection,' right after connecting to the console. Dissection and pressure tests showed a leak and kink at the guide wire lumen of the catheter in the balloon segment, 0.77 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.